Event description:
During a remote follow-up, episodes of undersensing were noted on the device. Device reprogramming is anticipated to resolve the event, however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.